Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by their dentist who advised them they require braces due to their teeth hitting each other. Requested bite video and letter of recommendation for ceasing treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.